Manufacturer narrative:
(B)(4). Batch # unknown. Report source: mw5085402. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap right colectomy and lap bilateral salpingo-oophorectomy, during colon re-anastomosis ethicon stapler fired but staple line failed. Anastomosis hand sewn resulting in prolonged surgery time.